Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. Also, no physical damage of the device was confirmed at where the foreign material was remained. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope had a circle of light in the middle of the picture. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, foreign objects were found in the air/water tube and the air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: the air/water cylinder had no color; the suction cylinder had no color; insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover; the bending angle in the left direction did not meet the standard value due to wear of the angle wire; the plastic distal end cover had a dent; the adhesive around the objective lens had a chip; the light guide lens had a stain; the bending tube was deformed; and the adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.